Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemolysis/miwb: no logs were returned. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected the serial number and UDI.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information confirms that the impella pump placed for support was explanted. Care was withdrawn and the patient subsequently expired. D6b explant date has been updated accordingly (with d6a implant date repopulated). Following the clinical assessment, the reportable event classification was revised to death from serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was suspected hemolysis. The plasma free hemoglobin (pfh) was 200. The patient received volume and the impella was repositioned 3cm, which resolved the issue. The second pfh was 70 and the third was <30. The pfh elevated the next morning to 80. After 22 days on support, the family withdrew care and the patient expired on support. The impella functioned at p-8 at 5.0l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock complicated by stage d shock.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 71-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was suspected hemolysis. The plasma free hemoglobin (pfh) was 200. The patient received volume and the impella was repositioned 3cm, which resolved the issue. The second pfh was 70 and the third was <30. The pfh elevated the next morning to 80. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.7l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.